Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of handle breakage, which agrees with the reported complaint condition. A portion of the handle has broken off and was returned loose in the bag. The axial break occurred at the location of the dowel pin which secures the handle to the shaft. Hammer marks were observed on the lateral edges of the hammer head. Minor scratches and scuff marks consistent with use were observed on the hammer head as well. These observations are not relevant to the complaint condition. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. No design or manufacturing defect or deficiency was observed during the investigation. A device history review could not be performed as lot number is unknown. Material/hardness review: material hardness could not be analyzed for the handle because the lot number is unknown and would not be a requirement for the either phenolic or plastic composite material. The hammer is in a used condition, with many hammer marks all over. Based on the it can be concluded that the device was used for years without any issues and the material did not contribute to the complaint condition. Investigation conclusion: a definitive root cause for the handle breaking on the returned hammer could not be determined based on the provided information. It is possible that over years of impact forces has contributed to the issue. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the wood handle of the slide fixed hammer was broken and was discovered at the sterile processing department. There is no patient involvement. This report is for one (1) slide/fixed hammer 700 grams. This is report 1 of 1 for (B)(4).